Event description:
It was reported that during device preparation the protective sheath of the xience xpedition stent delivery system (sds) was removed without difficulty. The device was prepared and when it was handed to the physician, it was noted that there was no stent on the sds. The device was not used and there was no patient involvement. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents for stent dislodgement prior to use for this lot. Based on the reviewed information, no product deficiency was identified.